Manufacturer narrative:
Evaluation summary: the analysis results found that the device arrived in good visual condition with no staples present and with the breakaway washer uncut, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. The instructions for use state: to fire, the device, "squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the device completes the firing cycle". Also, "before firing, ensure that the orange indicator is fully within the green range of the gap setting scale." In addition it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the properb-formed shape. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was peformed and no anomalies were found during the manufacturing process.

Event description:
The customer reports that during the closure of a colostomy procedure, went to fire the staples did not fire. They revised the colostomy instead of closing it. According to the customer, the patient has had the colostomy for a while and wanted to keep it. However, the surgeon wanted to remove it. After this incident, they have no intention of revising it at a later date. The patient is fine.